Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the first liver lesion was ablated until roll-off had been achieved. However, the physician had difficulty retracting the array while attempting to remove the electrode to prepare for the second lesion. When the device was removed from the patient, the array remained slightly extended. The account indicated that approximately 1mm of the array remained outside the electrode catheter. Additionally, while ablating the first lesion, the array was fully actuated three times. The procedure was completed with a 3.0cm leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.